Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened kit with various components including one epidural catheter. A visual exam was performed and no defects were observed. Functional testing was also performed and no issues were found. A device history record (DHR) review was performed on the epidural catheter with no relevant findings. The reported complaint of the catheter not allowing medication to be injected could not be confirmed through functional testing of the sample. A flow test performed on the returned catheter revealed flow could be established coming from the distal end. A DHR was performed on the epidural catheter with no relevant findings. There was no problem found with the returned sample.

Event description:
The customer alleges that the epidural catheter did not allow medication to be injected.the patient condition is reported as fine.

Event description:
The customer alleges that the epidural catheter did not allow medication to be injected.the patient condition is reported as fine.